Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 3006705815-2020-01881; related manufacturer reference number: 3006705815-2020-01882; related manufacturer reference number: 3006705815-2020-01883; related manufacturer reference number: 1627487-2020-04715. It was reported the patients system was explanted due to an infection on an unknown date.

Manufacturer narrative:
Device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported during follow up the infection was treated with antibiotics.